Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7p87 that has a similar product distributed in the us, list number 7p84, PMA p080023.

Event description:
The customer observed a false negative alinity I anti-hbc result generated on an alinity I processing module for a 50-year-old male patient with chronic hepatitis b who is receiving antiviral treatment. Initial anti-hbc result = 0.72 s/co, initial hbeag result = 2.95 s/co (reference range <1.0 s/co) with the other hepatitis markers negative. Repeat anti-hbc result on autobio was positive and hbeag = 4.41 s/co (reference range: both hbeag and anti-hbc <1.0 s/co). Hbv dna test was negative. There was no impact to patient management.